Event description:
User reports needle from preclean m bottle broke off, which leaked preclean reagent onto the floor and into the walkway. User noticed the leak when she slid on the floor, but was not injured. User said she cleaned up the leak and there is no slip hazard now. No discrepant or erroneous pt results were generated due to this issue.

Manufacturer narrative:
The field service representative determined the preclean m needle was broken off and replaced needle, reset reagent and primed preclean. To verify analyzer performance, he performed instrument testing which was within specification.